Manufacturer narrative:
Evaluation results: a lot order search was performed on the cartridge, injector and foam tip plunger. There were four similar complaints found for the cartridge, three similar complaints found for the injector and no similar complaints was found for the foam tip plunger.

Event description:
It was reported that the surgeon was attempting to insert a competitor's lens and the foam tip plunger overrode and tore the haptic during insertion. The incision was enlarged to remove the lens, but no sutures were required. Another iol was successfully implanted.